Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that the patient passed away. It was reported the patient was urgently transported to a hospital and was diagnosed with ventricular fibrillation. External defibrillations were performed, which converted the vf until the patient experienced cardiac arrest and died. On the surface ekgs, pacing spikes were noted, but pacing was not captured. The pacing thresholds were increased. The physician suspected the external defibrillation caused damage to the pacemaker and was the cause of the increased pacing thresholds. The competitive device was explanted and the manufacturers representative was contacted to check the device; however, the device could not be interrogated, which appeared to confirm the physicians suspicions. It was not known if the leads were also explanted. The leads have not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No implant date was provided.